Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was reading 0 flow however water was visible in the pads. The diagnostics showed inlet pressure (ip) of -7 and circulation pump command (cpc) of 50 percentage. Discussed this was indicative of a failed flowmeter and that the device would not be able to heat water and should not be used in therapy until this issue was resolved. They stated they would send the device to biomed.

Event description:
It was reported that arctic sun device was reading 0 flow however water was visible in the pads. The diagnostics showed inlet pressure (ip) of -7 and circulation pump command (cpc) of 50 percentage. Discussed this was indicative of a failed flowmeter and that the device would not be able to heat water and should not be used in therapy until this issue was resolved. They stated they would send the device to biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flow meter. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d. Complaint re-opened to update UDI information with all available information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was reading 0 flow however water was visible in the pads. The diagnostics showed inlet pressure (ip) of -7 and circulation pump command (cpc) of 50 percentage. Discussed this was indicative of a failed flowmeter and that the device would not be able to heat water and should not be used in therapy until this issue was resolved. They stated they would send the device to biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flow meter. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.